Manufacturer narrative:
Unit received unable to perform the displacement test due to complete broken reservoir tube lip noted and also received with broken battery tube threads, cracked lcd window, minor scratched lcd window, missing reservoir tube o-ring, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked reservoir tube window. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage and as well as cracked from the reservoir to the esc button on the insulin pump customer's blood glucose level was unknown. Customer report that the reservoir was able to lock in place. Insulin pump will be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.